Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected pause episodes on date on implant and it was suspected that the icm was active during implant. The icm remains in use. No patient complications have been reported as a result of this event.